Event description:
It was reported that the user experienced hyperglycemia while using the ilet system; there were no reported alarms or delivery stoppages, the infusion set (6 mm, 23") was in place without noted leaks, and the user was guided through an infusion set change and subsequent troubleshooting and education. Symptoms included elevated blood glucose. Outcomes included transient impact to blood glucose control without medical intervention, hospitalization, or use of backup therapy, and glucose returned to range after the set change. Investigation included customer service troubleshooting and education. Investigation of this case revealed no device alarms and no confirmed hardware malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.